Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using powerport m.r.I. Isp via internal jugular vein. Post the procedure on mar 30, 2026, it was noted that backflow could not be obtained and there was resistance during injection. Furthermore, the x-ray confirmed a fracture in the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.